Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer¿s blood glucose was 96 mg/dl at the time of incident. Customer stated that the insulin pump received a failed battery test alarm after the battery has been changed due to low battery alert. Unable to complete the failed battery test alarm troubleshooting due to insulin pump is being replaced for battery compartment damage. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.